Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced effusion type symptoms. It was also reported that a potential perforation was suspected. The physician confirmed pericardial effusion of the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.